Event description:
It was reported that (1) device was used during a lobectomy. It was reported by the rep that the atw35 instrument was being used to go across the vessels during a left lower lobectomy. When the instrument was fired, the staples did not form correctly (this was the initial cartridge in device). Another instrument was, used to complete the case. There was no consequence to the pt.